Event description:
Superficial wound dehiscence- incision. 3 cm of the right lateral incision opened superficially along the skin edge. The insorb staples have fallen out of this side of the incision.